Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test due to blank display. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. It was reported that the insulin pump was exposed to fluid/moisture and that at the time there was moisture under screen but now it's not there. It was reported there is fluid under the lcd display. It was also reported that there was a scratch on the screen and was unsure of how the damage had occurred. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Additional information has been reviewed after the initial report was submitted. Please pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to blank display. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.